Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on an unknown date due to high blood glucose level of 612 mg/dl. The customer had symptoms such as diabetic ketoacidosis and treated by the emergency room. The customer did not provide their blood glucose level at the time of the call. The hospital removed the customer's infusion set and identified that the canula was bent. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.